Event description:
CUSTOMER PERFORMED THE IGXM CROSSMATCH ASSAY ON THE ECHO, SERIAL #M00134 USING AB NEGATIVE DONOR CELLS WITH A NEGATIVE PATIENT SAMPLE DURING VALIDATION TESTING. SHE STATES THE CROSSMATCH WAS COMPATIBLE ON TWO ECHO INSTRUMENTS. NO ADVERSE REACTIONS OR TRANSFUSIONS OCCURRED AS A RESULT OF THE UNEXPECTED NEGATIVE REACTIONS.

Manufacturer narrative:
Explained to the customer that, according to the Operator Manual, the red blood cell crossmatch assay on the ECHO is an IgG crossmatch and is not intended to detect incompatibilities due to IgM antibodies, such as ABO incompatibilties.